Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on a/c power, the ready for use (rfu) indicator displayed a solid red cross with hourglass and emitted a chirp, along with displaying the message ¿ECG bias ¿ processor pca¿ in the status log. There was no adverse patient impact reported.